Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized due to abdominal pain. On an unknown date, the patient was treated with vancomycin injection (1gm, every 5 days, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. It was reported the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.